Event description:
Consultant reported two 4.5mm cortex screws broke in the distal holes at the junction of the screw shaft above the plate of the 4.5mm locking compression proximal femur plate resulting in non-union. Surgeon performed explant surgery on (B)(6) 2013 due to non-union and delayed healing. All implanted hardware from (B)(6) 2013 was removed and patient was revised to a femoral nail. The procedure was delayed by greater 14 minutes but less than 30 minutes; subsequently, the procedure was successfully completed. This report is for 1 unknown femoral plate. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. This report is for 1 unknown femoral plate (unknown part/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no product was returned and not lot number was available for the part number provided. The investigation could not be completed; no conclusion could be drawn, as no product was returned and not lot number was available for the part number provided.